Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via website form that the device failed the audio test. They did not hear the difference between the audio volumes 1 and 5. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone feature on the pump functioned properly during testing.